Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraesophageal surgical procedure, the harmonic ace instrument stopped working an hour into the procedure and an error message appeared stating the instrument should be replaced. A second harmonic ace was opened, which also stopped working with the same error message later in the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon did not witness any broken pieces intra-operatively. The issue appeared to be the blade curved and the second experienced the same issue quite quickly. Upon removal, the devices appeared intact but bent. The patient has been seen in follow up without issues and without return to the hospital.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.521¿ x 0.084 was found broken off and the piece was not returned. The components adjacent to the broken blade did not show damage. Further evaluation of the harmonic ace instrument found it failed the energy recognition test. The instrument was placed on an in-house system, and it passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was airtight. The instrument then failed the energy recognition test, and a message was generated stating to "tighten assembly" on three out of three attempts. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for the harmonic ace instrument (1009388) via risk ID [mp-ae-21100. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.